Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough ns, sion blue; guide cath: heartrail 7fr jl4. There was no reported device malfunction and the product was not returned. A review of the device history record revealed no non-conformances for this lot. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Angina, death and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. The other xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure took place on (B)(6) 2014 where a 3.5 x 12 mm xience xpedition stent was placed at the left main (lmt) to the proximal left anterior descending artery and a 3.5 x 15 mm xience xpedition stent was placed at the lmt to the proximal circumflex artery. Post-dilatation was performed with three balloon catheters, a 2.0 mm, a 2.25 mm and a 2.75 mm. The stent was confirmed by intravascular ultrasound (ivus) to be fully apposed to the vessel. The patient remained hospitalized and on (B)(6) 2014, the patient experienced chest pain and cardiopulmonary arrest. Cardiopulmonary resusitation was performed. Angiography revealed thrombosis in the lmt. Aspiration and balloon angioplasty were performed; however, the patient expired. No additional information was provided.